Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling during laparoscopic gastrectomy, the surgeon was able to press the green button and squeeze the handle but the stapler did not fire because the reload did not work. It was stated that the reload did not start to staple or cut when the fire button was pressed. They used another reload to complete the case. There was no patient injury.